Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis confirmed the cause was due to increased power consumption and recommended device replacement. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.